Manufacturer narrative:
The device was evaluated at the customer site by the hospital biomedical engineering staff in consultation with medivance technical support. The hospital biomedical staff reported to medivance that the device was found to be properly calibrated and performing within specifications.

Event description:
The pt was admitted to the neuro-intensive care unit for cerebral bleed. On (B)(6) 2009, the pt was placed on the arctic sun temperature mgmt system for neurogenic fever mgmt. On (B)(6) 2009 blisters were noted on the pt's back and thighs, which required debridement and treatment with silvadene.